Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the pt was in the outpatient clinic for a system controller exchange. The pt's system controller was exchanged, but he experienced a red heart alarm. The pt was then switched to the new back up controller and that also alarmed red heart with low flows. The pt was admitted to the hosp. The percutaneous lead was evaluated and the distal end bend relief was starting to separate from the metal connector. There was suspected wire damage at or near the distal end bend relief. An x-ray was completed and showed a possible internal driveline fracture. A distal end percutaneous lead replacement was performed successfully.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Evaluation of the returned portion of the percutaneous lead (lead) confirmed a wire compromise. A distal end percutaneous lead replacement was performed and an approximate 9¿ of the external portion/distal end of the lead was returned for further evaluation. Visual examination of the returned lead revealed disruption to the orange wire insulation adjacent to the metal/system controller connector and as a result, the underlying wires conductors within the lead were exposed. The disruption appeared to be the result of repetitive flexing of the lead, which caused abrasion to the wires in this area as a result of rubbing against the braided shield. If the exposed conductors of the orange wire contacted the braided shield while the patient was supported by the power module, the resulting electrical short to ground could have caused the reported red heart and low flow alarms. The lead was also suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation. No additional areas of compromised insulation could be confirmed. The patient remained ongoing on lvad support for another 1 3/4 months and was routinely transplanted on (B)(6) 2014. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
System controllers pc-24995 and pc-24981 are the original system controllers that were used when he was initially changed over to system controllers on (B)(6) 2014. Both system controllers are now faulty as a result. One will not power on, the other powers on and shows multiple alarm conditions; however, the system controllers were not returned for evaluation.